Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that the dressing failed to absorb the exudate satisfactorily. No samples were returned for assessment and no images were provided of the reported event. This dressing is designed to provide moderate to high absorbency. In wounds releasing higher volumes of exudate, more frequent dressing changes may be required. We have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the product was used on a highly exudated leg ulcer. The dressing soaked some of the exudates but left a lot on the wound surface despite they choose a larger size of the dressing. There were no delays and no patient harm was reported.